Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported this artificial urinary sphincter (aus) was explanted and replaced because the device was not functioning properly and the patient was experiencing incontinence. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. Product analysis did not confirm the mechanical issue and was unable to confirm the urinary incontinence issues. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device was not functioning properly and the patient was experiencing incontinence. No additional patient complications were reported.